Manufacturer narrative:
Reported events of a connection problem, a separation failure, and device dislodgement could not be confirmed. Visual inspection of the device found no anomaly on the outer or inner helix; the helix lengths were within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a dual chamber (dr) leadless pacemaker (lp) implant procedure. The ventricular device (vr) was placed successfully. While attempting to implant the atrial device (ar), during the transition to tether mode, the tether did not fully shift to the long position, and re-docking attempts failed. It was also noted that the atrial lp could not be released and eventually became dislodged. The ar implant was abandoned, and the procedure was completed with only the vr device. Patient condition was stable.